Event description:
It was reported that the lead was difficult to position due to the patient's anatomy. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was also noted that blood was in/on helix mechanism.